Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed a hole in the pebax exposing internal components, with no foreign material observed. When connected to the generator, the device displayed neither impedance nor temperature, attributed to open circuits found in the tip area. A manufacturing record evaluation was performed for the finished device lot number 31347560l and no internal action was found during the review. The customer-reported impedance issue was confirmed, along with an additional failure related to temperature which could be related also. The cause of the open circuits could not be determined. The hole in the pebax may be linked to device manipulation during the procedure; however, this cannot be conclusively confirmed. This condition is unrelated to the reported event. The instructions for use contain the following recommendations: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf (radiofrequency) energy is reapplied. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax that exposed the internal components. During the procedure, there was no impedance value reading from the device. A second device was used to complete the operation. There was no adverse event reported on patient.